Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon burst upon first inflation at 12 atmospheres for 14 seconds. The balloon was taken out immediately and the procedure was completed with another cutting balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the wolverine cutting balloon. A visual examination of the balloon identified no damages. No issues identified with the hypotube. No kinks or damages identified with the polymer shaft. A detailed microscopic examination of the balloon material identified a pinhole leak located directly above the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was located directly above the distal markerband.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon burst upon first inflation at 12 atmospheres for 14 seconds. The balloon was taken out immediately and the procedure was completed with another cutting balloon. No patient complications were reported.